Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements that went out of range. Technical services (ts) was consulted and recommended to conduct a defibrillation threshold (dft) test due to a change in the configured vector. Ts suspect the cause to be related to calcification or an issue with lead insertion upon a recent device changeout. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.